Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the latch issue. A field service engineer replaced the tower door latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had tower door failure. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.